Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy electrode of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The emergency department prescribed a steroid for the skin irritation. It was reported that the steroid burns the patient's skin. Follow up indicated that the patient's mother applied hydrocortisone cream to the irritation, and it improved.